Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience v is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the left anterior descending artery and the first diagonal branch. An attempt was made to implant a 2.5 x 18 mm xience v in the left anterior descending artery, and a 2.25 x 18 mm xience alpine stent in the first diagonal branch. However, both of the stents met resistance during advancement through a 6-f guiding catheter and during deployment, and both stents were misplaced in the lesions. The xience v stent was then removed from the anatomy; however, type of removal was not specified. The 2.25 x 18 mm xience alpine stent strut was also bent and the stent was not precisely deployed at the bifurcation of the diagonal branch. There was then an attempt to advance an unspecified balance middleweight (bmw) guide wire to the 2.25 x 18 mm xience alpine stent to dilate it with an unspecified balloon dilatation catheter; however, the bmw was unable to advance through the struts of the stent. Therefore, the 2.25 x 18 mm xience alpine was removed; however, type of removal was not specified. Two xience alpine stents (2.25 x 15 mm, 2.5 x 15 mm) were deployed to successfully complete the procedure. There was a clinically significant delay in the procedure. The cardiologist will continue to monitor the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.